Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the operation room for right ventricular (rv) lead revision. It was noted that the rv lead was experiencing failure to capture. The rv lead was explanted and replaced with alternate rv lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece measuring 57.3 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.